Manufacturer narrative:
Additional information was received that the reason for the patients system replacement procedure was due to inadequate pain relief, and based on physician preference. No device malfunction was suspected. The additional information is provided per clinical study protocol.

Event description:
A report was received that the patient experienced pain. The patient underwent a revision procedure in which the existing spinal cord stimulator was replaced with a new system. The event is considered to be resolving. The event was reported as not related to the procedure and related to the study device system and stimulation.

Event description:
A report was received that the patient experienced pain. The patient underwent a revision procedure in which the existing spinal cord stimulator was replaced with a new system. The event is considered to be resolving. The event was reported as not related to the procedure and related to the study device system and stimulation.